Event description:
Voluntary firm initiated device recall extension in 2003 asscociated with pt management info (pmi). The MFR notified biotronik, inc that product was subject to a dear doctor letter.